Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however, visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that within a few weeks of implant, the patient experienced a possible effusion. It was noted that the physician was not 100% sure that either lead caused a perforation. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: a2dr01 implantable pulse generator, (B)(6) 2013. (B)(4).